Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image difficulty. There was no image and there was no ID data transmission, which was due to fluid invasion in the scope connector (s-connector). There was corrosion noted in the scope connector, electrical connector, and on the flexible printed circuit (fpc) terminals which was due to fluid invasion. After cleaning out the corrosion on the flexible printed circuit terminals and the device was retested it with a new electrical connector, the image turned out fine and the device passed the fog test. The cause of fluid invasion was due to user mishandling during the reprocessing of the device and/or during the leakage test. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a colonoscopy, the picture on the video image became grainy contained static and went black. The physician withdrew the device from the pt and the procedure was completed with a different, but similar device, there was no pt injury reported.